Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant, high pacing lead impedance was observed. The rv pacing threshold had increased but both the hv impedance and r-wave were consistent. It was determined that the lead had dislodged in the rv. It was also noted that rv lead noise was recorded on the device. It was found that this noise was due to the electric cautery during the closure of the pocket. The lead was repositioned, and the patient is stable.